Event description:
The customer responded to a patient in cardiac arrest. It was indicated that the patient had a scar on his chest as thought he had a heart procedure in the past, as well as what appeared to be a implantable defibrillator or pacemaker. The initial emergency call came in at approximately 18:54 and the crew arrived within approximately 3 minutes. This was a witnessed event, but no bystander CPR was performed. CPR was started by one of the first responders. The device was then used on the patient and the electrodes (brand unknown) were attached; however, the device prompted "connect electrodes." The crew continued CPR and tried powering the unit off/on and reconnecting the electrodes to the device; however, the unit kept prompting "connect electrodes". The crew continued CPR until the local emergency medical services (ems) arrived, approximately 5-6 minutes later. The ems crew plugged the same electrodes into their device (device unknown) and were able to deliver one shock to the patient on-site. The patient was then transported to the hospital; however, the patient's outcome has not been reported to physio-control.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure was not determined.